Manufacturer narrative:
Follow-up #1 date of submission 09/13/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/26/2013with the following findings:investigation revealed that the keypad was found to be intact.the keypad buttons were found to be unresponsive. A short was found on the keypad flex between the down arrow keypad button and the ground trace. The keypad cover was removed and no contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up, down, and ok buttons on their device are completely unresponsive to inputs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.